Event description:
A healthcare professional injected 1 syringe of evolysse form into a patient via a needle to the periosteum under the eyes along the orbital rim with the provided needle. Approximately three (3) days post injection on (B)(6) 2025, the patient developed lumps in the tear troughs and tyndall effect. After waiting one (1) month, the product was dissolved and the patient's symptoms resolved. 25-feb-2026 follow up: during an MDR reconciliation against the FDA maude database, it was discovered that this report is a duplicate. Reference report 3003672980-2025-00134 for future updates.

Manufacturer narrative:
Follow up 1: during an MDR reconciliation against the FDA maude database, it was discovered that this report is a duplicate. Reference report 3003672980-2025-00134 for future updates. (B)(4).

Manufacturer narrative:
Fillers were injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device generally does not assist in determining a probable cause of the event. This is a known potential adverse event addressed in the product labeling.

Event description:
The healthcare professional reported injecting a patient with 1 syringe of evolysse form via provided needle in the periosteum under eyes along the orbital rim. The hcp also reported placing a cannula down to the periosteum and subdermal face for injection of product. The patient experienced lumps in the tear troughs and tyndall effect. After one (1) month following the injection, the product was dissolved no further action is needed. Additional comments: importer complaint number (B)(4), safety database reference number (B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.